Event description:
The user facility reported that during a uncertain surgical procedure, the facility could not use the subject device since the ultrasonic generator provided alarm after 10 minutes use of the subject device. There was no report of pt injury regarding this event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the ptfe pad was deformed and the distal end of the ptfe pad was separated from the grasping section. There were contact marks on the surface of the probe and the grasping section. The device was activated with no alarm. The manufacturing record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. Omsc decided that the generator provided the alarm since the probe and grasping section became contacting directly each other during activating output due to the severe wear and the separation of the ptfe pad. This report is being submitted as a medical device report in an abundance of caution.